Event description:
It was reported that during a pneumonectomy procedure, it was observed that the knife moved to the distal end but did not return automatically after firing. They used manual override lever to return the knife. Changed to another one to complete the procedure. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent: 1/8/2026. D4: batch#: 515d59. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with no reload present. Upon further inspection, the firing trigger would not function as intended and felt loose. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The shrouds were removed, and the bailout system was reset and then an attempt to fire the device was made, however the device would not fire. The pcb board was noted to be non-functional. In addition, the spring firing trigger was noted to be missing. No conclusion could be reached as to what may have caused the pcb board to be damaged. The damage to the spring firing trigger is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished psee45a, with lot/batch number: a97r5m, and no non-conformance's were identified. A manufacturing record evaluation was performed for the finished device batch number: 515d59, and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.